Manufacturer narrative:
During monitoring of maude report number mw5055250 was discovered. User was contacted and it was determined that water was inadvertently drawn through cannula into device pump which caused the malfunction. Current operator/ maintenance manual lists a caution "never flush your pump with liquid solution, as this may damage your pump".

Event description:
During monitoring of maude report number mw5055250 was discovered. User was contacted and it was determined that water was inadvertently drawn through cannula into device pump which caused the malfunction. Current operator/ maintenance manual lists a caution "never flush your pump with liquid solution, as this may damage your pump".